Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient got hospitalized for five days due to high blood glucose and ketoacidosis on (B)(6) 2024. Blood glucose levels were more than 22.2 mmol/l at the time of hospitalization. Symptoms reported at the time of hospitalization was vomiting. He got intravenous insulin drip as hospitalization treatment. No further information available.